Event description:
It was reported that an unknown sonopet tip was discovered to be damaged during a procedure. The procedure was completed successfully. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Discarded by user facility.